Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported issue. The power supply 2 (ps2) met specification for characteristics evaluated during laboratory evaluation. Special consideration was given to the power supply signal connectors, no problems found. No damage or other anomalies were observed. Log analysis was not possible as the logs did not cover the complaint date. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per conversation with service repair technician regarding potential causes for this failure, a connection issue may lead to the reported issue. Further follow-up with the field service representative (fsr) indicated that he checked all the cables for good connection for both 24 volt (v) line and signal line and they were connected. There didn't seem to be any loose wires. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the biomed: there was 151 minutes remaining on the central control monitor (ccm) battery icon, there was no lag time between unplugging the system-1 (aps1) and shutdown as the aps1 did not shut down, the power light emitting diode (led) light on the front panel was green, no audible warning was observed, and the aps1 was not running on battery. The field service representative (fsr) verified power supply 2 (ps2) signal line showing good/failed intermittently. The fsr replaced the ps2, took all voltage measurements and voltages were present and good. The fsr performed a release test on the system base. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was an error message: "battery not charging, full battery back-up may not be available" displayed on the system-1. The device was not changed out, as the system was used to finish the case. After the case, the system was taken out of service. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: according to the complaint details and from additional information provided by the field service representative (fsr): during cpb, the following status message was displayed: "battery needs service, full backup may not be available". The instructions for use (IFU) guides the user to finish the case and call manufacturer service when the case is over and that is what this customer did. The case was completed successfully and there was no loss of alternating current (a/c) power during the case. There was no delay in the procedure and no associated blood loss. There was no harm observed.